Manufacturer narrative:
The complainant reported 'according to the reporter, post-operatively of a laparoscopic procedure, the patient had skin reaction that almost looked like burns or rashes. It was also reported that the skin adhesive did not close the incision well and was difficult to remove during the post-operative appointment as it was very thin.' A serious injury can be defined as 'an injury or illness that: is life threatening. Results in permanent impairment of a body function or permanent damage to a body structure, or necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.' Although medical intervention has not been confirmed, as wound dehiscence usually requires medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, this event will be reported as a precautionary measure. No lot number was provided, despite multiple attempts, so investigation could not be completed, however set time and viscoity of the adhesive are test as part of batch release.

Event description:
The complainant reported 'according to the reporter, post-operatively of a laparoscopic procedure, the patient had skin reaction that almost looked like burns or rashes. It was also reported that the skin adhesive did not close the incision well and was difficult to remove during the post-operative appointment as it was very thin.' Can you provide the product name, product code and lot number of the device(s) involved? Lx6 liquiband exceed skin adh, lot unknown. Can you describe how the defect occurred according to the reporter, post-operatively of a laparoscopic procedure, the patient had skin reaction that almost looked like burns or rashes. It was also reported that the skin adhesive did not close the incision well and was difficult to remove during the post-operative appointment as it was very thin. Are photos available, if so please send? No photos available. What was the sex and age of the patient? Unknown asked and will not be made available (legal/confidential reason) why was the glue being removed during the post-operative office appointment? How was the adhesive being removed from the patients skin? Not confirmed is there any relevant medical history? Unknown asked and will not be made available (legal/confidential reason) does the patient have any known allergies? Unknown asked and will not be made available (legal/confidential reason) did the wound dehisce? If so, please answer the following questions: not confirmed did the patient require any medical intervention/prescriptive medication as a result of this incident? Not confirmed. Please provide details of the location on the body and description of any injury potentially caused by the device? Not confirmed. What was the condition of the skin prior to application? Not confirmed were any skin preps used on the patients skin? Not confirmed has the patient recovered? Not confirmed.